Manufacturer narrative:
Medtronic received the following information from a journal article entitled; surgical treatment patterns and clinical outcomes of patients treated for expanding aneurysm sacs with type ii endoleaks after endovascular aneurysm repair. Wu ww, swerdlow nj, dansey k, shuja f, wyers mc, schermerhorn ml. Journal of vascular surgery. 2021 feb;73(2):484-493. Doi: 10.1016/j.jvs.2020.05.062. If information is provided in the future, a supplemental report will be issued.

Event description:
Unknown type stents grafts were implanted in patients in the endovascular procedures on unknown dates. Following this, 56 of these patients were diagnosed with type ii endoleak. Interventions were performed to treat the type ii endoleaks. The most common treatment was transarterial lumbar embolization. During these secondary procedures, it was discovered that some patients had ia endoleaks or a loss of proximal seal of the unknown stent grafts. Endoanchors were implanted in some patients to treat this or to aid fixation of a stent graft during the intervention. Following these secondary procedures, the following adverse events occurred; blood loss requiring blood transfusion, access site hematoma, infection, acute kidney injury, cerebral vascular injury, cardiac arrhythmia, pneumonia, thrombosis.